Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted. A transthoracic echocardiogram (tte) revealed mild to moderate pvl. Twenty one days post valve implant, a balloon aortic valvuloplasty (bav) was performed and no change to pvl was noted. A second transcatheter bioprosthetic valve was implanted and mild pvl was reported due to the valve was implanted higher than the first valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.